Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings,component code,conclusion),h11. A getinge field service engineer (fse) evaluated the unit and found the signal level during the optical path test was below the required minimum. After replacing the fiber optic module, the test was successful. Per the customers request, the component was left at the hospital (scrapped at the hospital). There was no balloon failure and logs are attached to the complaint.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field d4 serial number.

Manufacturer narrative:
Other contact person is (B)(6). Due to characterization limit e1 initial reporter name is (B)(6). Event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump device had problem with the fiber optic sensor. There was no patient harm or injury reported.